Manufacturer narrative:
The device has not yet been returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The biomedical engineer reported that the facility's cv-190 was presenting a b30 scope communication error. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. As no serial number was provided we are not able to complete a device history record review. Based on the results of the investigation, the event was caused due to a failure from the scope. Investigation believes that a communication failure between the scope and the video processor caused the b30 error. Olympus will continue to monitor the field performance of this device.